Event description:
It was reported that there was an unintended noise emitting from the unit. It was further reported that the unit lost light output. It was further reported that there was delay of about 10 minutes to arrange for a replacement.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.